Manufacturer narrative:
One device was received for evaluation. Visual inspection found a corroded dso sensor, worn uso seal, scratched lcd lens, damaged battery door, bent latch handle, and a cracked battery compartment. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the corroded dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a cassette not attached error. Event occurred during testing. No delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.